Event description:
Because of my severe case of pulmonary emboli and deep vein thrombosis, my hematologist suggested a temporary inferior vena cava filter (ivc filter). After an outpatient surgery to remove the filter, I was told that it could not be removed because one of the prongs had punctured a major vessel. Removal of the ivc would result in major vascular surgery. Since the filter is still inserted, I now have to take the lifestyle-altering blood thinning drug, coumadin, for the rest of my life. This potent medication has caused me not to be able to bear children in the prime of my life and added several limitations to my lifestyle.